Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Contamination was detected in the system, during troubleshooting by the maquet/getinge service engineer. The pneumatic module assembly is currently pending replacement.

Event description:
The maquet/getinge service engineer reported that during service/test of the intra-aortic balloon pump (iabp), "leakage in the gas system" occurred. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A cost estimate was created for the pneumatic module assembly. The cost estimate was not approved and a loan replacement unit was not requested. As a result, the cardiosave was decommissioned and will no longer be used for clinical use.

Event description:
The maquet/getinge service engineer reported that during service/test of the intra-aortic balloon pump (iabp), "leakage in the gas system" occurred. There was no patient involvement, thus no adverse event was reported.